Event description:
It was reported that during set up of a da vinci surgical procedure, the tip on the small clip applier instrument was observed to be bent. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found both of the instrument's tips were bent, indicating that overloading at the tip occurred. Failure analysis also found that one the tips had a missing piece. The broken piece was not returned. It was concluded that the damage to the instrument's tips was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.